Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: 24 hour infusion finished early "patient on chemotherapy, epoch-r, continuous infusion over 24h on days 1-4. Today 1000ml/1l bag of epoch completed at 1135-1140; expected to be completed at 1359-1400. New bag of epoch hung at 1145. Anti siphon valve may have contributed. We've run our rates faster on alaris to compensate but bb pump may not be as affected by the valve. Epoch completed about 2 hours earlier than expected, using b brain pump setting was good, rate was good."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4)reported issue could not be conrfimed due to the pump not returned for evaluation, and the device logs were not made available. Further investigation of the complaint wasnot possible without the sample's evaluation or log review.